Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: implant breakage. Event description: it was reported that the cerasul head and alloclassic shell were implanted in the year 2009. Ceramic head got fractured on the (B)(6) 2019 and then revised on the (B)(6) 2019. All pieces of the broken device could be removed from the surgical site. A biolox option head size 28mm with ref (B)(4) was implanted instead. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: compatibility check could not be performed as only one product had been reported. Surgical technique is not reviewed as no surgical report was received to confirm whether the st was followed or not. Conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover, other components of the thr are also unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350 - 2019 - 00454.

Manufacturer narrative:
Concomitant medical products alloclassic gamma shell 56/ii; catalog no#: unknown ; lot#: unknown , therapy date: (B)(6). 2019. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.